Event description:
The reporter indicated that on (B)(6) 2023, a 12.1mm vicm512.1 implantable collamer lens of a -8.50 diopter tore during loading. Reportedly, "the lens was caught and torn while it was being loaded into the injector." A replacement lens was implanted and the problem was resolved. Cause of the event was the device. Current status of eye is reported as a, "good prognosis."

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).